Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose up to 331 mg/dl for several hours after a recent supply change, with no observed infusion set leaks or kinking and no device alerts or alarms; troubleshooting and education were provided, and glucose began trending back within range later the same day. Symptoms included hyperglycemia with trace ketones and no acute sequelae. Outcomes included no hospitalization, no professional medical intervention, and no immediate health effects. Investigation included user follow-up and assessment of infusion delivery and supplies. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.